Event description:
It was reported that during eluting stenting treatment procedure, the stent could not cross the lesion. The target vessel being treated was a calcified proximal left anterior descending artery (lad). The lesion was pre dilated with a 2.5 x 20mm maverick balloon. The physician attempted to implant a taxus express2 2.75 x 32mm drug eluting stent but was unable to cross the lesion. During withdrawal of the device, the stent came off of the catheter and remained in the lad. The physician went over the wire with a snare to the proximal end of the stent. The stent had folded like an accordian onto itself. A 1.5 x 15mm maverick balloon was inflated distal to the stent and the physician tried to pull the stent back, but was unsuccessful. A 2.0 x 9mm maverick balloon was able to remove the stent up to the guide. The guide catheter, stent, 2.0 x 9mm maverick balloon, and the wire were together pulled out of the ostium to the sheath. The sheath was pulled out. At that time the stent came off of the 2.0 x 9mm maverick balloon. Fluoroscopy visualized the stent to be at the sheath location. The stent will remain permanently in the femoral artery. The target lesion was not crossed; no further stent implants were attempted. The pt had a stress test and was discharged the following day.